Event description:
It was reported that, during a knee meniscal repair on medial meniscus the surgeon introduced the ultra fast-fix into the joint with the slotted cannula, after the first penetration through meniscal, t1 did not stay anchored to the meniscus a t2 could not be deployed and fell of form the inserter. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the updated complaint details, the t1 was deployed but didn¿t stay anchored in the meniscus and the t2 couldn¿t be deployed and fell off from the insert. Per correspondence, the t1 and t2 did not stay in the patient; however, the procedure was completed using a backup device, without reported patient injury or retained pieces within a 0-30 minute surgical extension. The technique guide addresses proper positioning for insertion and delivery and notes that if t2 doesn¿t deploy, the implant is most likely not advanced to the deployment position at the tip of the delivery needle. Since no patient injury was alleged and the procedure was reportedly completed with a backup device within a 0-30 minute surgical extension without retained pieces/foreign bodies, no further patient impact would be anticipated. No further medical assessment is warranted at this time. A review of the customer provided image confirmed the reported batch number and part number. The packaging has been opened. The depth tube base is deformed. The actuator is fully triggered. The anchors and suture appear to be detached from the needle. A visual inspection revealed the device was returned outside of original packaging. The depth tube was deformed as it appears pressured backward into the handle. The actuator has been fully triggered. The anchors and suture are detached from the needle. The suture knot has not been tightened down. No physical damage visible to the needle or anchors. A functional evaluation revealed the suture knot could be tightened as intended and the actuator and actuator tip function as expected. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.